Event description:
The customer reported that the sys failed to boot up a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps1 power supply connections were evaluated and then released. The system was tested and found to be working as intended and returned to svc.